Manufacturer narrative:
Additional information: the information reported is duplicate information and was submitted in error. The original submission related to this incident is found in MDR # 9610612-2017-00261 which will be used for all additional follow-up reports related to this incident.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. H3 other text : device not returned.

Event description:
Country of complaint: USA. It was reported that when the surgeon opened the product, it was noticed that there were yellow blotches on the implant.